Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient experienced chest pain and "sky-rocketing" heart rate upon mild exertion. The patient suspected that the device's activity response was inappropriate. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.